Manufacturer narrative:
The t:slim pump user guide states: "you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message from the pump stating that it will shut off as it has not been touched in 24 hours. There was no reported impact to the customer's blood glucose level. Although requested, no additional information was provided.